Event description:
85 year old nursing home pt. In 2 digree heart block required pacemaker. Right ventricle perforated during pacemaker wire insertion resulting in bradycardia and hemopericardium. To or for perforation repair and epicardial pacemaker insertion. Returned to nursing home 10 days later. Prognosis good although long term prognosis guarded because of multiple medical problems.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.